Manufacturer narrative:
(B)(4).

Event description:
The customer reported a no value/indeterminate (ind) flagged human chorionic gonadotropin (bhcg) patient sample result on (B)(6) 2011, which was generated from an access 2 immunoassay system. Subsequent testing after assay recalibration produced a valid result. There were no erroneous results reported out of the laboratory and hence there were no deaths, serious injuries or changes to patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance at this time. A definitive root cause for this event has not been determined to date.